Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported observing a battery and booklet icon on the display of their freestyle blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure was set to mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment associated with this event.